Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed after removal.

Event description:
We were revising a reverse total shoulder. The baseplate with the glenosphere came out all together. There was no ingrowth on the baseplate. The patient had no infection. The surgeon had to covert him to a hemi arthroplasty as there was no bone left around the glenoid.

Manufacturer narrative:
Available x-ray image and event description did not identify a product deficiency. The item did not contribute to the event. Thus, concomitant item.

Event description:
We were revising a reverse total shoulder. The baseplate with the glenosphere came out all together. There was no ingrowth on the baseplate. The patient had no infection. The surgeon had to covert him to a hemi arthroplasty as there was no bone left around the glenoid.